Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing the unit to shut down on its own resulting in a loss of mechanical ventilation. The patient was manually ventilated, and case resumed. There was no report of patient involvement.